Event description:
The facility representative reported a flo-gard infusion pump with a broken door clamp. It is unknown when this condition occurred but was reported to have occurred in the pediatrics area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "door clamp broken" was confirmed and duplicated by baxter service personnel. The root cause was determined to be a broken door latch. The device was returned to the customer unrepaired. Should additional information be received, a follow-up medwatch will be submitted.